Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was representative stated that the patient charges their implant but it depletes so quickly that it does not allow them to go into MRI mode. Agent inquired further and the rep said that the charge interval is around 1 day. Representative said they met with the patient today and they were able to connect to the device. Representative confirmed that there were no issues with the impedances and the patient was not running the settings super high. The issue was not resolved through troubleshooting. Caller was inquiring about MRI eligibility form for this patient--agent suggested the pt just charge prior to MRI and/or consider having ins off for a short period of time to make sure the ins is ready for MRI mode. Additional information was received. It was reported that there was normal eos.